Event description:
The physician attempted arteriotomy closure with the perclose a-t (the closer ak) device after an interventional procedure. Fluoroscopy was not performed to determine arteriotomy placement in the right common femoral artery. The pt was described as obese with a large amount of adipose tissue overyling the right common femoral artery. Mark was achieved. There was some resistance when the device was introduced over the wire. A cuff miss was reported. When the device was withdrawn resistance was reported to have been met. It was then noted that the joint where the metal and plastic segments of the device come togehter was broken. The skin incision had to be extended and the device was removed with forceps. Closure was achieved using manual compression. There was no report of adverse pt sequelae.